Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare professional via a post-market clinical study regarding a patient receiving hydromorphone (5.0 mg/ml at 1.6008 mg/day) via an implantable pump. The indication was use was non-malignant pain. On (B)(6) 2015 it was reported that the patient had an infection at the pump site. On (B)(6) 2015, the patient had erythema and itching at the pump site. Lab work was done; the results were reported as sed rate=39, c-rp=1.4. The patient was given clindamycin 300mg quid x7 days. On (B)(6) 2015, the patient had no problems with the pump or pump site. The event was noted as related to the device or therapy and unlikely related to the implant procedure. The severity of the event was noted to be mild. The event outcome was resolved without sequela with a resolved date of (B)(6) 2015.